Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0ffzb, implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that they had a loss of therapeutic effect. It was noted the patient had frequency and a loss of bladder control. The patient was getting good results after implant and after a week or so increased stimulation gradually. The patient reported that the day before report they had severe accidents and increased the amplitude to 1.8. It was noted that the patient did not feel any pulses until 1.8 v, but had a constant vibration. The patient checked their device and noted that their ins indicated that they were at 1.7 on program 1. The patient noted that it seemed to be working well on the morning of report and that the symptoms seemed to be better controlled on that day. The patient stated that at 1.7 they felt the stimulation almost all the time and noted that the constant vibrating was not irritating. The patient thought the issues may be due to eating seafood and copious amounts of salt and that their fluids were just getting back to normal. The patient lowered stimulation to 1.6 and still felt it. The patient noted that they may try 1.5. Additional information was received from the patient on (B)(6) 2017. It was indicated that the patient could not increase stimulation. The patient reported that they could not increase and needed to because of the frequency they had been having for the past two days. The patient noted that they were at 8.5 v and was reviewed that 8.5 v is the highest that it can go. The patient did not have additional programs and was directed to their healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.